Event description:
It was reported that during PICC insertion, patient experienced an adverse reaction and a seizure. Patient was warm and flushed prior to insertion. After insertion, patient's eyes rolled back, hypertonic state and memory loss.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rewa1404 showed no other similar product complaint(s) from this lot number.